Event description:
It was reported that the patient was found to have acute hypoxic respiratory failure with mild hypoxemia on (B)(6) 2022 thought to be related to atelectasis due to anesthesia. The patient remained intubated postoperatively until (B)(6) 2022. The patient was successfully extubated onto a high flow nasal cannula and was receiving oxygen at 4 lpm. On (B)(6) 2022, the patient was noted to be in atrial fibrillation. Some speed drops noted on left ventricular assist device (lvad) but no low flow alarms were reported. The patient had a max heart rate of 120 beats/minute. The patient was started on intravenous amiodarone with plans to transition to oral. The arrhythmia was not thought to be lvad or implant related, but it was noted that the patient did not have a history of arrhythmia pre-lvad and the arrhythmia did resolve. On (B)(6) 2022 the patient was noted to have worsening chest x-ray with concern for possible aspiration pneumonia. The patient was started on a course of vancomycin and cefepime. A sputum culture was conducted and sent with no growth to date, and the infection was not thought to be lvad or implant related. On (B)(6) 2022 the patient experienced hypertension with mean arterial pressure (map) noted to be in the 80-90¿s mmhg. The patient had a history of hypertension and their map goal was 65-80 mmhg. The patient was treated with hydralazine which was to be up titrated as required. The patient¿s hypertension was not thought to be related to the lvad or implant. As of (B)(6) 2022 the patient remained on inotropic support for cardiogenic shock second to biventricular dysfunction. The patient was weaned off epinephrine and norepinephrine. The patient had remained on 0.25 mcg/kd/minmilrinone for greater than 7 days post-implant with plans of weaning off. The patient was also on inhaled epoprostenol for right ventricle support for the first two days postoperatively. Right heart failure existed prior to the lvad implant and the right heart failure was not considered to be device related. The patient's arrhythmia was considered resolved as of (B)(6) 2022 and the patient's respiratory failure was considered resolved as of (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2022. The heartmate 3 lvas IFU is currently available. This IFU lists respiratory failure, cardiac arrhythmia, infection, hypertension, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.